Manufacturer narrative:
(B)(4). Batch # p93l46. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the tip of the device started to glow and it broke off. No harm to the patient.

Manufacturer narrative:
(B)(4). Per video evaluation: this analysis is based on a video sent by the account and is not of the instrument. Video 1: the video, 3:07 min in length, provided by the account is of a laparoscopic surgery. There are multiple instruments use at the surgical site to include a harmonic har36 shears. This evaluation is only of the har instrument. When the har instrument is introduced to the surgical field it is noted that the harmonic blade of the instrument is broken off. The user continues to use the instrument on the tissue with the damaged blade. After an uncertain amount of time of activation the remaining blade portion begins to glow. The glowing of the blade is likely the result of activating the partial blade. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. This evaluation is based on the image and it is limited. We value the opportunity to fully analyze the instrument upon its return. Device analysis: the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. In addition was returned with the tissue pad damaged, melted and 100% present. During functional testing on gen11 an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. Due to the condition of the device the reported event of the hot blade" could not be confirmed. The device was disassembled to inspect the internal components and no anomalies were found. Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. However no abnormal heat was observe at anytime during the analysis of the device. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.